Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * are there photos available for visual analysis? * was the hair found inside the primary sterile packaging or inside the packaging box? * was the sterility of the device compromised? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2025 and absorbable hemostat was used. During the procedure, it was found that there was a hair in the package. This event was found before use. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6. Investigation findings: c22 ¿ photo evaluation. Corrected information: d9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? H 6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H3 investigation summary the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code 1961. Upon initial inspection of the received product, a hair was found encrusted in the surgicel product (oxidized regenerated cellulose), resulting in a foreign matter. Additionally, six photos were provided, which displayed the same condition as the received sample. Based on the information currently available, the foreing matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: * are there photos available for visual analysis? :yes. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # b)(4) additional information: h 6. Type of investigation additional information was requested, and the following was obtained: are there photos available for visual analysis? Yes the following information was requested, but unavailable: was the hair found inside the primary sterile packaging or inside the packaging box? Unk was the sterility of the device compromised? Unk a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.